Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the cartridge was applied with the clip body disengaged and the tracks were not inserted properly at the distal end of the clip body. Functionally, the clip body and tracks were reassembled and reinserted into the cartridge. A representative instrument was used for all functional testing. The cartridge was loaded into the representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. It was reported that a clip formation occurred. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the clip was not properly applied during the application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to fully squeeze the handle may result in miss-formed clips which may result in incomplete closure and lack of hemostasis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 8886848882 - 8886848882 laproclip 2x8mm x10, lot# n4d2343y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon tried to use the device, the two cartridges were distorted and could not be used it is unknown whether the device was distorted during usage or before use. A new device was used to resolve the issue. There was no patient injury.